Manufacturer narrative:
Complaint no: (B)(4). Voluntary report mw5062843. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line disconnected at the junction closest to the patient. The device was connected to the patient and there was blood actively flowing from the patient's IV site. No additional information is available.

Manufacturer narrative:
(B)(4). Mw5062843. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.